Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have residue throughout and the device was received with both slides in their initial positions. No visual anomalies were noted to the device. Upon functional testing to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move, however, it would not lock into place. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left and right bumper was found to be bent/not seated in the correct position. There were no other anomalies found. Therefore, the investigation is confirmed for the identified failure to prime as it was noted that the left and right bumper was found to be bent/not seated in the correct position. However, the investigation is inconclusive for the reported self-activation as further functional testing was not done. A definitive root cause for the reported self-activation and identified failure to prime issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a prostate biopsy procedure, the device allegedly fired without staff engaging or touching the button. The procedure was completed with another device. There was no patient contact.

Event description:
It was reported that during the preparation of a prostate biopsy procedure, the device allegedly fired without engaging or touching the button. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.